Event description:
It was reported that multiple cartridge alarms occurred. The customer planned to continue using the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. There was no reported adverse impact to the customer.